Manufacturer narrative:
It was reported to abbott, a patient experienced increased pain after suffering a fall. X-ray confirmed the left lead had migrated. The patient underwent a revision where both leads were replaced. Imaging showed further migration of both leads. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-08459. It was reported that after a fall patient experienced increased rib/scapular pain. The patient's physician ordered an x-ray that showed the patient's scs leads had migrated out of the epidural space. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.